Event description:
Customer initially called stating that her insulin pump was not working correctly and was alarming button error. Customer mentioned that she was hospitalized three times last year due to insulin pump issues. Nothing further was reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.